Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: united kingdom.

Event description:
It was reported that during surgery, they attempted to harvest a split thickness skin graft via a dermatome, after all checks and thickness setting, harvesting the graft resulted in highly defective and shredded graft, necessitating the need to harvest a second graft from the same area to cover the leg defect. Due diligence is in progress, no additional information is available.

Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). The following sections have been corrected/updated: the potential dermatome blade lot numbers the customer noted to have been used with the reported event were the following: 66169930, 66218539, 66218554. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device has not been returned for evaluation and repair. Part and lot/serial identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information available.